Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation while the stent protector was being removed from the system, the stent came off the balloon. The device was never used inside the patient. The procedure was completed with a new 2.25 x 16 stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found it to be dislodged from the delivery device and damaged all over with struts bunched, twisted and distorted. As the stent was damaged the crimped stent profile could not be measured however, a copy of the manufacturing data for this unit was examined. The maximum stent profile is within the specification. The inner diameter of a stent protector that was returned with the product was measured and found to be within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the entire length of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed no damage. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight tip damage noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation while the stent protector was being removed from the system, the stent came off the balloon. The device was never used inside the patient. The procedure was completed with a new 2.25 x 16 stent. No patient complications were reported.